Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s last 2 batteries ¿burnt out right away.¿ the previous ins would burn the patient when they charged. Per manufacturer records, the patient's previous ins was a primary cell battery that would not require recharging. Clarification about this conflicting information was not available at the time of the report. No further complications were reported.